Manufacturer narrative:
Engineering analysis: the icast was removed from the packaging and inspected to determine the cause of the complaint. Upon initial inspection the stent was still in its original crimped location between the ro marker bands. The stent was thoroughly blood stained indicating the stent had been used and damaged while in use. The stent was not loose on the balloon nor was the sample flared. On closer inspection one end crown on the stent had been folded over on itself. The damaged end cell crown of the stent was located on the proximal end of the stent. The diameter of the stent was measured and within the crimped stent range as seen in the quality control data measurements. The crimped stent diameter was 2.48mm. The average crimped stent diameter of the quality inspection data is approximately 2.45mm. To ensure the integrity of the stent and delivery system the catheter was pressurized to 8atm as specified on the product label using a 20cc syringe. The stent deployed properly. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples from each catheter lot passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and lot of stent delivery system in question. All stents once crimped are 100% inspected to ensure the stent was crimped properly. There is a possibility that the device was placed through the introducer sheath and for some reason removed back through the introducer sheath. If this was the case it is possible that one of the stent end crowns caught the distal edge of the introducer sheath pulling the end crown back upon withdrawal. Associated file: 1219977-2016-00068.

Event description:
It was reported that the stent was flared on the end right out of the box. When the product was returned and examined blood was discovered on the product indicating it had been used.